Event description:
It was reported that the pt presented with syncope due to lead noise and inhibition. The pt was brought in for lead replacement and after opening the pocket the physician stated there was an abrasion at the yoke of the non-greatbatch lead. The lead presented with capture of 135v at 1.0 ms, 580 ohm pli and 49 omh hvli. The rv lead was leaser lead extracted successfully without complication and was replaced with another lead. The generator was electively replaced with another device. The greatbatch lv lead intermittently captured at maximum output and had impedance 390 ohms tip-rvc. The lv lead was capped.